Manufacturer narrative:
(B)(4). Based on the preliminary evaluation of the returned device sample it is observed that the spring wire guide was kinked.

Event description:
The customer reports that the catheter would not advance over the guide wire due to a narrow catheter.

Manufacturer narrative:
(B)(4). The customer returned a 3-lumen catheter and a guide wire for evaluation. The spring-wire guide was found to be kinked. No issues were identified with the catheter. The length and outer diameter of the spring-wire guide were measured and were found to be within specification. The catheter body was also found to be within specification. The kinks were located 229, 238, and 589mm from the proximal end. The returned catheter was advanced over the proximal tip of the returned guide wire in order to functionally test the components. The guide wire was able to advance through the catheter body but could not advance through the catheter juncture hub. When the guide wire was advanced from the distal extension line it was able to fully pass through the catheter and out of the catheter distal tip. A manual tug test was performed to confirm both welds were intact. A device history record review was performed and no relevant findings were identified. Other remarks: the customer report of difficulty advancing the guide wire through the catheter was confirmed through functional testing of the returned components. The returned guide wire was unable to pass through the catheter juncture hub when advanced from the catheter distal tip. All returned components met all visual and dimensional requirements. Based on the functional testing, the probable root cause is likely related to the manufacturing/molding of the catheter juncture hub. A non-conformance request has been initiated to further investigate this complaint issue.

Event description:
The customer reports that the catheter would not advance over the guide wire due to a narrow catheter.